Event description:
The device involved in this MDR report was implanted in late 2003, it was explanted 52 months after implantation because the device could not be interrogated. This device was listed in the field safety notice issued in 2005 (group no. 1). This was recorded under recalls in the united states.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Upon reception, the returned device could not be interrogated with the standard programmer; in addition, no pacing pulses were present. The device was opened to have direct access to internal components. In-depth investigation revealed that there was a short circuit due to metal migration on the cofired substrate caused by a specific manufacturing process. No similar manufacturing process is used in currently manufactured symphony/rhapsody pacemaker devices. In addition, this device was listed in group no. 1 in the field safety notice issued in october 2005 related to metal migration on the potentially exposed symphony/rhap/sody units.